Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: patient had a seizure on (B)(6) 2013. Mom not certain of exact bg prior to seizure: ems was called and glucagon was given. Patient was not admitted to hospital and bg after seizure was 70mg/dl with no symptoms. Patient¿s normal bg range is 70mg/dl-180 mg/dl and bg target is 120 mg/dl.. Customer support (cs) reviewed pump settings while on call with mom. Mom confirmed time/date/ and basal rates were correct. Mom confirmed bolus and prime history was accurate. Mom was concerned that lately pump the appears to be delivering prime before ¿go prime¿ step and is concerned the pump may be giving too much insulin and causing patient to have lower blood glucose (bg) levels. After the seizure occurred, her daughter¿s endocrinologist, educators and the diabetes education center reviewed the circumstances and stated that there is not always a specific reason for bg fluctuations, are not implicating the pump, states health care provider (hcp) and educators told her that increased activity could have been the cause for the low bg patient is a very active (B)(6) year old and informed mom activity can affect bg up to 2 days after. Mom was also told that hormone levels can be affecting child¿s bg causing lows to occur. Mom states hcp wanted her to run 200 mg/dl to 250 mg/dl for the next one or two weeks to replenish her liver. Cs offered to review pump at time of low bg, mom states the hcp feels the cause of the lows were due to increased activity and hormone changes, not the pump. Patient is still using pump for insulin delivery. Customer support advised mom to contact hcp for alternate insulin delivery plan. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made as it is possible that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/22/2014 with the following findings: there are no ¿pump not primed¿ warnings or ¿no cartridge detected¿ warnings observed in the black box. Small prime volumes observed in prime history. Daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed flow accuracy test and found to be delivering within required specifications. During the load step pump pushed approximately 10 units out before recognizing the cartridge. Pump displays ¿disconnect infusion set from your body¿ prior to rewind step. A force sensor calibration test revealed the sensor is not detecting correct force at 5lbs. The resistance on the force sensor measured and found to be out of specifications; 47.3k. Pump opened and no damage found to the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.